Event description:
Hub separated from the catheter. Add'l info was received in 2008: a chest tube cracked and required to be repaired several times and eventually was removed before treatment was considered optional. It is not known if the child has had any problems due to this.

Manufacturer narrative:
No product was returned to assist with our investigation; therefore, we were not able to determine with certainty the root cause of the separation. Our quality control dept. Verifies the correct fittings and sleeving have been used with this device 100% prior to further processing. They also confirm the flare is securely seated in the adapter and that the tubing does not turn in the fittings. The glue joints must be secure and the flare should not be folded over the opening in the adapter and should be secure. Nevertheless, the appropriate individuals have been notified of this event and we will continue to monitor for similar reports.